Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2023, the procedure was performed to treat the right coronary artery (rca) without issue and then the left anterior descending (lad) coronary artery. During the procedure, the patient was placed on an impella device, rotablation was performed and a stent was implanted. A perforation occurred as well as a small pericardial effusion. Balloon dilatations were performed, but the perforation would not seal so the 3.5x16 mm graftmaster was placed and inflated to 15 atmospheres (atm) for 10 seconds and then post dilatation performed at distal, mid and proximal of the stent at 15 atm for 10 seconds. Repeat angiography was performed and still showed contrast extravasation so a 3.5x8 mm nc balloon was inflated to 8 atm in the distal segment (3 times). Another angiography showed no perforation, no further bleeding, no hemodynamic tamponade. Patient had discomfort across chest. Repeat angiography showed brisk flow from left main into the lad but the diagonal branch was occluded due to the graftmaster. Everything was removed and the patient was moved to ICU in stable condition for overnight observation. No residual perforation was noted. One day later on (B)(6) 2023, the patient was re-hospitalized with declining condition and in-stent thrombosis was noted in the newly implanted graftmaster stent. The patient underwent a revascularization procedure which included balloon dilatation. The patient was placed on extracorporeal membrane oxygenation (ECMO) and kept in the hospital. On (B)(6) 2023, angiography was performed and an additional stent was implanted proximal to the graftmaster, overlapping the graftmaster stent. The patient is in stable condition and they were being taken off the pump but they were not yet discharged. The patient expired on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of occlusion, thrombosis, myocardial infarction and death, are listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as known patient effects that may be associated with use of a coronary stent in native coronary arteries. Medical affairs reviewed the reported information. The reviewer concluded that it can be definitively stated that the graftmaster stent was an indirect cause of death. However, the patient was in declining health before and after the perforation. It was reported that the graftmaster stent occluded a diagonal branch artery, which most likely caused the subsequent in-stent thrombosis. The location of the diagonal branch and the unknown additional stent were not reported. However, the additional stent could have contributed to the patient's death. The likely cause of death was the patient¿s age and past medical history of severe coronary artery disease, which contributed to the cascading events of stemi, perforation, pericardial effusion, in-stent thrombosis, and cardiogenic shock. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that on (B)(6) 2023, the procedure was performed to treat the right coronary artery (rca) without issue and then the left anterior descending (lad) coronary artery. During the procedure, the patient was placed on an impella device, rotablation was performed and a stent was implanted. A perforation occurred as well as a small pericardial effusion. Balloon dilatations were performed, but the perforation would not seal so the 3.5x16 mm graftmaster was placed and inflated to 15 atmospheres (atm) for 10 seconds and then post dilatation performed at distal, mid and proximal of the stent at 15 atm for 10 seconds. Repeat angiography was performed and still showed contrast extravasation so a 3.5x8 mm nc balloon was inflated to 8 atm in the distal segment (3 times). Another angiography showed no perforation, no further bleeding, no hemodynamic tamponade. Patient had discomfort across chest. Repeat angiography showed brisk flow from left main into the lad but the diagonal branch was occluded due to the graftmaster. Everything was removed and the patient was moved to ICU in stable condition for overnight observation. No residual perforation was noted. One day later on (B)(6) 2023, the patient was re-hospitalized with declining condition and in-stent thrombosis was noted in the newly implanted graftmaster stent. The patient underwent a revascularization procedure which included balloon dilatation. The patient was placed on extracorporeal membrane oxygenation (ECMO) and kept in the hospital. On (B)(6) 2023, angiography was performed and an additional stent was implanted proximal to the graftmaster, overlapping the graftmaster stent. The patient is in stable condition and they were being taken off the pump but they were not yet discharged. The patient expired on (B)(6) 2023. Subsequent to the initially filed report, the following information was provided: the patient presented with thrombosis and the patient's health was declining towards death prior to use of the graftmaster; however the thrombosis in the graftmaster stent did cause/contribute to the patient death. The patient expired on (B)(6) 2023 and the cause of death was st elevated myocardial infarction (stemi) and cardiovascular shock. No additional information was provided.